Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involving an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemo lock port, clamp, anti-siphon valve, spiros; chemo lock; syringe transfer set w/microclave, chemo lock port it was reported that patient just noticed a white powdery substance on the outside of the carrying pouch prior to calling. Had patient don gloves and remove the pump from the carrying pouch and states that the pump and the inside of the pouch is dry and no white powdery substance noted, but there was some noted on a sticker that was on the tubing. As patient was assessing the tubing for a leak, and stated the tubing came apart from a connection near the pump but quickly reconnected it before instructions could be given not to do so. Explained to patient that the pump needed to be stopped due to apparent leak and the risk of contamination due to the tubing disconnect. The operator of the device was patient. There was patient involvement and no harm.